Event description:
It was reported that the device experienced high left ventricular thresholds and battery output, reaching elective replacement indications (eri) prematurely within three years of use. The device was removed and replaced. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.